Manufacturer narrative:
On may 11, 2023, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found to be intact and no problem was detected per analysis findings as summarized below: mentor conducted a visual inspection of the returned devices. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 300cc returned devices. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent revision breast augmentation with 300cc mentor smooth round moderate plus profile and experienced capsular contracture; baker grade IV on her right side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery with silicone device on (B)(6) 2023.